Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5033775) on (B)(6) 2014. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/essure migrated and embedded in the wall of her uterus/radiologic evidence of myometrial involvement of an essure device"), device expulsion ("essure spring migrated to somewhere that it wasn¿t supposed to be/device had come out of a fallopian tube and migrated into my uterus") and genital haemorrhage ("constant bleeding/pain and continuous bleeding/bleeding/ excessive bleeding") in a 42-year-old female patient who had essure (batch no. 857588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida on (B)(6) 2011, parity 2 (B)(6)1999, (B)(6)-2012), gestational diabetes, general anesthesia, bunionectomy in 2005, osteotomy in 2005, depression, social alcohol drinker and breast tenderness. The patient has no history of sexually transmitted diseases. No known drug allergies. She does not smoke and denies illicit drug use. Concurrent conditions included dysmenorrhea, dyspareunia (approximately 6 months after placement of her essure device), menometrorrhagia, pain menstrual (approximately 6 months after placement of her essure device) and vaginal bleeding (approximately 6 months after placement of her essure device). Family history included myocardial infarction (mother: at the age of 64; maternal grandmother: at the age of 80.) And gout. Concomitant products included eugynon (seasonique) since 2010 for birth control. On 7-jul-2011, the patient had essure inserted. In january 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In november 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), loss of libido ("no sex drive") and lethargy ("lethargy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("feel depressed/depression"), asthenia ("have no energy"), adverse event ("whatsoever along with a list of other symptoms"), menorrhagia ("prolonged menstrual cycles") and back pain ("lower back pain"). The patient was treated with bupropion, surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, headache, depression, asthenia, adverse event and back pain outcome was unknown and the genital haemorrhage, loss of libido, lethargy and menorrhagia had resolved. The reporter provided no causality assessment for adverse event, asthenia and headache with essure. The reporter considered back pain, depression, device expulsion, genital haemorrhage, lethargy, loss of libido, menorrhagia and uterine perforation to be related to essure. The reporter commented: she did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Essure insertion date : (B)(6) 2012 (as per pfs). Essure insertion date : (B)(6) 2011 (as per mr). The patient tolerated the procedure well. The patient was taken to the recovery room in stable condition. The patient has been placed on birth control pills to control her pelvic cramps. After essure was removed; symptoms began to resolve, including the persistent and severe pelvic pain; bleeding; lethargy; prolonged menstrual cycles; and no sex drive. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterus perforation ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: the device had come out of a fallopian tube and migrated into her uterus. Radiologic evidence of myometrial involvement of an essure device.¿ most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received . Events outcome updated for pelvic pain, bleeding, lethargy , prolonged menstrual cycles and no sex drive from recovering/resolving to recovered/resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5033775) on 04-mar-2014. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/essure migrated and embedded in the wall of her uterus/radiologic evidence of myometrial involvement of an essure device"), device expulsion ("essure spring migrated to somewhere that it wasn't supposed to be/device had come out of a fallopian tube and migrated into my uterus") and genital haemorrhage ("constant bleeding/pain and continuous bleeding/bleeding/ excessive bleeding") in a 42-year-old female patient who had essure (batch no. 857588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida on (B)(6) 2011, parity 2 ((B)(6) 1999, (B)(6) 2012), gestational diabetes, general anesthesia, bunionectomy in 2005, osteotomy in 2005, depression, social alcohol drinker and breast tenderness. The patient has no history of sexually transmitted diseases. No known drug allergies. She does not smoke and denies illicit drug use. Concurrent conditions included dysmenorrhea, dyspareunia (approximately 6 months after placement of her essure device), menometrorrhagia, pain menstrual (approximately 6 months after placement of her essure device) and vaginal bleeding (approximately 6 months after placement of her essure device). Family history included myocardial infarction (mother: at the age of 64; maternal grandmother: at the age of 80.) And gout. Concomitant products included eugynon (seasonique) since 2010 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), loss of libido ("no sex drive") and lethargy ("lethargy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("feel depressed/depression"), asthenia ("have no energy"), adverse event ("whatsoever along with a list of other symptoms"), menorrhagia ("prolonged menstrual cycles") and back pain ("lower back pain"). The patient was treated with bupropion, surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, headache, depression, asthenia, adverse event and back pain outcome was unknown and the genital haemorrhage, loss of libido, lethargy and menorrhagia had resolved. The reporter provided no causality assessment for adverse event, asthenia and headache with essure. The reporter considered back pain, depression, device expulsion, genital haemorrhage, lethargy, loss of libido, menorrhagia and uterine perforation to be related to essure. The reporter commented: she did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Essure insertion date: (B)(6) 2012 (as per pfs). Essure insertion date: (B)(6) 2011 (as per mr). The patient tolerated the procedure well. The patient was taken to the recovery room in stable condition. The patient has been placed on birth control pills to control her pelvic cramps. After essure was removed; symptoms began to resolve, including the persistent and severe pelvic pain; bleeding; lethargy; prolonged menstrual cycles; and no sex drive. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterus perforation ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: the device had come out of a fallopian tube and migrated into her uterus. Radiologic evidence of myometrial involvement of an essure device.¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5033775) on (B)(6) 2014. The most recent information was received on 22-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation/essure migrated and embedded in the wall of her uterus/radiologic evidence of myometrial involvement of an essure device"), device expulsion ("essure spring migrated to somewhere that it wasn't supposed to be/device had come out of a fallopian tube and migrated into my uterus") and genital haemorrhage ("constant bleeding/pain and continuous bleeding/bleeding/ excessive bleeding") in a (B)(6) female patient who had essure (batch no.(B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (B)(6) 2011, parity 2 ((B)(6) 1999, (B)(6) 2012), gestational diabetes, general anesthesia, bunionectomy in 2005, osteotomy in 2005, depression, social alcohol drinker and breast tenderness. The patient has no history of sexually transmitted diseases. No known drug allergies. She does not smoke and denies illicit drug use. Concurrent conditions included dysmenorrhea, dyspareunia (approximately 6 months after placement of her essure device), menometrorrhagia, pain menstrual (approximately 6 months after placement of her essure device) and vaginal bleeding (approximately 6 months after placement of her essure device). Family history included myocardial infarction (mother: at the age of (B)(6); maternal grandmother: at the age of 80.) And gout. Concomitant products included eugynon (seasonique) in 2010 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("feel depressed/depression"), asthenia ("have no energy"), loss of libido ("no sex drive"), adverse event ("whatsoever along with a list of other symptoms"), lethargy ("lethargy"), menorrhagia ("prolonged menstrual cycles") and back pain ("lower back pain"). The patient was treated with bupropion, surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, headache, depression, asthenia, loss of libido, adverse event and back pain outcome was unknown and the genital haemorrhage, lethargy and menorrhagia was resolving. The reporter considered back pain, depression, device expulsion, genital haemorrhage, lethargy, loss of libido, menorrhagia and uterine perforation to be related to essure. The reporter provided no causality assessment for adverse event, asthenia and headache with essure. The reporter commented: she did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Essure insertion date : (B)(6) 2012 (as per pfs). Essure insertion date : (B)(6) 2011 (as per mr). The patient tolerated the procedure well. The patient was taken to the recovery room in stable condition. The patient has been placed on birth control pills to control her pelvic cramps. After essure was removed; symptoms began to resolve, including the persistent and severe pelvic pain; bleeding; lethargy; prolonged menstrual cycles; and no sex drive. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: uterus perforation ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: the device had come out of a fallopian tube and migrated into her uterus. Radiologic evidence of myometrial involvement of an essure device.¿ most recent follow-up information incorporated above includes: on (B)(6) 2017: the case upgraded in the incident category. Reporter information and demographics updated. Lab data, treatment medication added. Essure insertion date, explantation date, indication and lot number was added. Historical/concomitant condition added. Events: pain and continuous bleeding/bleeding/ excessive bleeding persistent and severe pelvic pain/ pelvic area pain (severe, persistent, doubled over in pain,): clubbed with previously reported events, lethargy, prolonged menstrual cycles; no sex drive; essure migrated and embedded in the wall of her uterus/essure perforated fallopian tube or another organ ((B)(6) -2013) and lower back pain were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.